Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump alarmed during prime test due to protruded/loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 107mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.